Event description:
Information received notes <200 ohms ventricular impedance, no capture and no sensing. The device was trying to pace at 30 ppm even though the patient's intrinsic rhythm was 110 ppm. During a threshold test at 120 ppm, capture was noted at 5.5 v, 0.5 ms but lost at 5.0 v, 0.5 ms. Oversensing and fusion were also noted. The physician elected to program the pacemaker off since there was no clear evidence that the patient needed a pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received